Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The subsequent treatment is related to the circumstances of the procedure. It was reported by the account that both rail limps were pulled inadvertently prior to advancing the knot. It should be noted that the electronic perclose proglide instructions for use (eifu), states: ¿do not pull on the individual suture limbs to prevent knot advancement or locking of the knot." The IFU violation likely contributed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the physician pulled both the rail and the non-rail suture before the knot was successfully pushed onto the arteriotomy site causing them not being able to achieve hemostasis. A sheath was then reinserted over the wire and a non-abbott closure device was successfully deployed. Manual compression was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.